Event description:
During the index procedure two impact av access were used to treat the right arm venous outflow. An impact av access was used to treat the right arm.  Approximately 18 months post procedure patient suffered restenosis of subclavian vein. Mild stenosis present within right central subclavian vein. The right central subclavian vein was treated with a 10mm x 6cm mustang balloon. Post angioplasty venogram demonstrated luminal pain and improved flow within the central portion of the right subclavian vein. Successful angioplasty of the central subclavian vein to 10mm. Patient recovering.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.